Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. Patient was in stable condition.